Event description:
3/12/01 notified by neg ctr of an incident that happened in 2000. A pt and cna were in the cna's vehicle with the lox portable. Pt lit a cigarette and the tubing, pt, portable and cna were burned. The lox portable was returned to provider co. The facility has not released names of the people involved to provider.